Manufacturer narrative:
Evaluation: method: device history record (DHR) review performed. Results: the DHR review showed that no issues or discrepancies were found which could potentially relate to the complaint. The product was assembled and inspected according to specifications. The visual exam revealed that the pressure port cap was cracked. The reported complaint was confirmed. The root cause is listed as 'specification not followed properly'. Conclusion: corrective action has been taken.

Event description:
The event is reported as: the circuit was unable to pass the leak test on machine. It was noticed that the cap on the port at the wye was cracked. No patient injury reported.